Manufacturer narrative:
(B)(4). The customer reported 2 out of 3 wires were broken inside the a/c module. There was no reported patient involvement. The customer ordered a replacement ac power module.

Event description:
The customer reported 2 out of 3 wires were broken inside the a/c module. There was no reported patient involvement.